Event description:
Refer to H11 for Follow-Up information.

Manufacturer narrative:
AN INVESTIGATION WAS COMPLETED TO DETERMINE THE CAUSE OF THIS REPORTED EVENT. AN INTUITIVE SURGICAL, INC. (ISI) FIELD SERVICE ENGINEER (FSE) WAS DISPATCHED TO THE CUSTOMER SITE TO FURTHER INVESTIGATE THE REPORTED EVENT. BASED ON THE FIELD EVALUATION, THIS REPORTED EVENT WAS CONFIRMED. FSE WAS ABLE TO REPLICATE THE REPORTED ISSUE. FSE REPLACED THE INSUFFLATOR TO RESOLVE THE ISSUE. THE SYSTEM WAS TESTED AND VERIFIED AS READY FOR USE. AN RMA WAS ISSUED TO THE CUSTOMER REQUESTING TO HAVE THE INTUITIVE SURGICAL, INC. (ISI) DEVICE RETURNED. ADDITIONAL INFORMATION IS BEING GATHERED TO DETERMINE THE CONTRIBUTION OF THE DEVICE TO THE CUSTOMER REPORTED ISSUE.

Event description:
IT WAS REPORTED THAT DURING A DA VINCI ASSISTED SURGICAL PROCEDURE, THERE HAD BEEN ONGOING ERRORS ON THE INSUFFLATOR. THE ISSUE HAD FIRST OCCURRED ON A FRIDAY AND THEN AGAIN DURING A SUBSEQUENT PROCEDURE. THE ERROR MESSAGE DISPLAYED INSTRUCTED TO STOP THE INSUFFLATOR, REMOVE THE TUBE SET, AND RESTART TO RESTORE SMOKE EVACUATION. A REVIEW OF THE LOGS REVEALED NO RELATED ERRORS. AS A RESULT OF THE ONGOING ISSUE, THE CUSTOMER HAD MOVED TO A THIRD PARTY INSUFFLATOR. THE CUSTOMER REPORTED EVENT HAS NO REPORT OF PATIENT INJURY.

Manufacturer narrative:
The unit was returned for failure analysis, and the reported failure was not confirmed and not replicated. Upon visual inspection, no issues were found that would be related to the reported failure. The unit was installed onto a known good in house system, and the system did not trigger any errors during startup. The Insufflator completed its Power On Self Test (POST) successfully, with an audible click during POST. Upon completion, the tube set ring LED was off and not flashing orange. An invalid tube set was installed, and the unit triggered the error message "Invalid Tube Set," with the Insufflator ring LED illuminating orange. A valid golden tube set was then installed, and the Insufflator was able to engage successfully. Functional testing, including insufflation, desufflation, and smoke evacuation, was performed. All tests passed successfully with no abnormal behavior observed, and no air leakage was detected during testing. The unit remained on the test bench for several hours during normal operation while other parts were being tested, and it performed without any errors. The unit passed Functional Use Testing (FUT). As a result of these findings, Failure Analysis concluded that no root cause could be attributed to this issue.